Event description:
It was reported that the 8120 pca displayed an error message while the patient was in transport. The customer reports an overinfusion with the devices. It was later reported by a clinical contact that the patient was transferred to the nursing unit with a pca pump. The patient had been in the emergency department on (B)(6) 2016 and then was transferred to 4 south. She was then transferred to 2 east. When the pump was being transferred to the pole while doing handoff, the pump read communication error. The infusion was morphine, 30 mg/ml, pca dose of 0.5 mg, lockout interval of 12 minutes, with a 4 hour dose limit of 22 mg (0.3 mg/kg x72.6 kg). The care profile used for programming was telemetry. The pump was changed and a new morphine syringe was placed, with the old syringe of morphine being wasted. Per nursing notes, the pump would not turn off and none of the buttons were operating. No patient harm that customer is aware of. Although requested, further information not provided.

Manufacturer narrative:
The reported issue that the 8120 pca displayed an error message while the patient was in transport was confirmed via log analysis to have been a communication error event; however the communication error was not replicated during testing. A communication error was recorded within the pca event log at 1:43am on (B)(6)2021. The effect on the on-going infusion is the continued infusion at the programmed parameters with channel disconnect visual and audio alarms, and the inability to make changes to the current infusion parameters. The inspection identified the presence of contamination and corrosion particles within the contact area of the pins on the left iui connector, suspected to be the source of the communication error event. Bd recommendation is to replace iui connectors when there is observed signs of blue/green corrosion present on pins. Bd has released iui connector covers that may be used to protect the iui connectors during the cleaning process of the alaris system. Ambulatory testing was not able to replicate the communication error event. The interfering contaminate may have been removed from the contact area preventing a replication of the communication error; the iui connection has an inherent wiping action during mating and removal of module(s). The device is used for treatment purposes. The probable cause is attributed to the found presence of contamination and corrosion particles within the contact area of the pins on the left iui connector of the pca module; however the communication error was not reproducible during testing. The investigation was not able to confirm the report that there was an over infusion. Sample inspection: the inspection process identified the presence of contamination and corrosion particles within the contact area of the pins on the left iui connector, suspected to be the source of the communication error event. The left iui date code was (B)(6) 2016 ((B)(6) 2016). The right iui connector was observed with minor corrosion at the bottom edges of pins 13 and 14. A minor impact dent to an isolation rib separating pins 6 and 7. It is suspected that both iui connectors had been replaced at some point after the device was shipped from manufacturing based on the iui date codes. No other issues of concern were noted with the received physical condition of the device. Log analysis results: the associated pcu or its logs were not provided for the investigation. A review of the pca event log for the reported issue of a communication error was performed with the event identified to have occurred at 1:43:04 am on (B)(6) 2021. The pca log indicated the pca was in pca only mode with no recorded pca dose requested infusion occurring at the time of the communication error. The event log for the concomitant etco2 device indicated the device remained in communication with the pcu system and was not affected. Test results: the communication error was not replicated during the ambulatory testing, and there were no other unexpected error events that occurred. Test methods: 1503-001-016-r - iui test method. Device history: a review of the device history record showed the device had a manufacture date of 16jan2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in trackwise which did not confirm similar complaints with the same or related failure mode.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. Diagnosis: sickle cell crisis/ covid-19. The device has been received and an evaluation is pending.

Event description:
It was reported that the 8120 pca displayed an error message while the patient was in transport. The customer reports an overinfusion with the devices. It was later reported by a clinical contact that the patient was transferred to the nursing unit with a pca pump. The patient had been in the emergency department on (B)(6) and then was transferred to 4 south. She was then transferred to 2 east. When the pump was being transferred to the pole while doing handoff, the pump read communication error. The infusion was morphine, 30 mg/ml, pca dose of 0.5 mg, lockout interval of 12 minutes, with a 4 hour dose limit of 22 mg (0.3 mg/kg x72.6 kg). The care profile used for programming was telemetry. The pump was changed and a new morphine syringe was placed, with the old syringe of morphine being wasted. Per nursing notes, the pump would not turn off and none of the buttons were operating. No patient harm that customer is aware of. Although requested, further information not provided.